Event description:
New information noted that the lead was capped and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department feeling dizzy. Upon interrogation of the device, no capture and high impedance was noted on the right ventricular lead. Lead fracture was suspected. The lead was capped and replaced. The patient was stable after the procedure.